Event description:
It was reported that during a standard device replacement procedure, it was noted that the right ventricular (rv) lead's sensing was suboptimal. Consequently, the physician made the decision to stop the procedure and to postpone it in order to evaluate better the case. A lead revision will be scheduled but at this time, there is no evidence that this intervention has been performed. No adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. Technical services (ts) was contacted, and they recommended lead revision in order to identify a different lead placement which has a higher r-wave inside the recommended range (>5mv), and to check with the hcp indication as at implant time, the r-wave was 5mv; it would be important to know if there could have been a worsening of the disease.